Manufacturer narrative:
Med watch form was not added to inital report. Mw5090635. Patient information added and health care professional reported event.

Event description:
Information received a smiths medical cadd ms3 pump was powering off during infusion. Patient is on life-sustaining infusion for pulmonary arterial hypertension drug. Dose or amount: 81.75ng/kg/min. The serial number of pump is (B)(4). The patient was able to complete therapy, after replacing batteries. No patient adverse events occurred and pump was replaced.